Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump buttons were unresponsive. The customer's blood glucose was 150 mg/dl at the time of incident. Customer's parent stated that the act button was sticking. No significant event leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time was not advancing. The customer's parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: act and escape buttons did not respond due to unlock on lcd keypad connector. Buttons responded properly after locking lcd keypad connector. No frozen screen noted. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.